Event description:
It was reported that pump experienced multiple altitude alarms over the past three months, with one alarm occurring on the day of the report. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, and technical support provided tips for preventing future altitude alarms, resulting in pump resuming normal operation.